Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter facility name: (B)(6).

Event description:
Reportable based on device analysis completed on 24oct2018. It was reported that lost image occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. An opticross imaging catheter was used to view the target lesion. However, during the intravenous ultrasound (ivus) check, lost image occurred. The procedure was completed with a different device. No patient complications were reported however, device analysis revealed a damage in the femoral marker (marker flake-off). Device evaluated by MFR: the device was returned for analysis. Analysis of the returned product revealed that the device has a damage in the femoral marker (marker flake-off). Impedance testing shows an electrical open at distal wave form. During image characterization testing, no image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.